Manufacturer narrative:
The reported complaint of a user advisory - ua41 (patient temperature sensor failure) on the autopulse platform (serial # (B)(4)) error message was not confirmed during functional testing but confirmed during archive data review. The device functions as intended. There was no physical damaged was observed on the returned autopulse platform during visual inspection. During archive data review, ua41 was identified on the 10/10/2019, thus confirming the reported complaint. The platform was functionally tested and successfully performed compressions with a large resuscitation test fixture without the ua 41 error message or any other faults. As a precautionary measure, the temperature sensor assembly was replaced to avoid ua41 from reoccurring. Also, found not related to the reported complaint, ua07 ((discrepancy between load 1 and load 2 too large), as a precautionary measure, the load cells were replaced to avoid ua07 from reoccurring. After parts replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message. The ua41 could not be cleared by the user. No patient involvement.